Manufacturer narrative:
Age, weight, and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. Hence, not explanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation as it remains implanted. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one additional complaint was received from this production order, but is not related to this complaint issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a black fiber on it. It was observed after the implantation of the lens into the patient's operative eye. The surgeon irrigated the fiber out and proceeded to use the lens. Lens remains implanted. The case was longer. No further information was available.